Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly and hemostasis sheath were returned along with arteriotomy locator. No other accessory components were returned. The returned device was subjected to visual analysis where blood-like substances were found on all components. The hemostasis sheath was returned separated from the carrier tube. The collagen was found stuck into the hemostatic valve and the deployment sleeve was still in the forward lock position. The bypass tube was found dislodged at the proximal end of the carrier tube assembly. Suture exited out of the carrier tube assembly. No other visual anomalies were noted with the device. No functional testing was performed due to the collagen was exposed and stuck into the hemostatic valve. The complaint could be confirmed for failure mode of "pullout''. Based on the returned device, it is likely that the user attempted to withdraw the device manually after a non-deployment pullout event. The exact cause of the event cannot be determined. The likely root causes for this issue, during the insertion of the bypass tube and carrier tube assembly into the sheath, was not properly placed which led to bypass tube dislodge while pulling back the device, and collagen knot was stuck. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Ethnicity - (B)(6). Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00088.

Event description:
The user facility reported that the angio-seal suture was pulled out the anchor along with the collagen came out (the anchor didn't attach properly to the artery). The system was removed, and a second new angio-seal device was used to try again but the same incident occurred. The procedure was completed by using a different a device with a successful outcome. The patient was in good condition. The procedure outcome was successful. Compression was held. Additional information was received on 18february2021: the procedure was an angioplasty with stent using a 6fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. Another angio-seal was used that also failed and compression was held.